Manufacturer narrative:
A DHR (device history record) was completed on (B)(6) 2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Device evaluation: the lay user/patient¿s meter and test strips have been returned on 4/22/2015 and 4/22/2015, evaluated by lifescan product analysis on 4/24/2015 and 4/30/2015 respectively with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips involved with this complaint failed testing. The test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs), alleging that her onetouch ultra2 meter read inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained from a reporter for the patient, whom claimed that the meter was reading inaccurately high. The patient reported that the issue with the meter started on an ¿unknown date and time¿. The patient reported obtaining readings of ¿358, 410, 406 and 360 mg/dl¿ on the subject meter, tested less than 20 minutes apart. Based on statistical methodology, the calculated difference of these glucose results meets lifescan¿s criteria for accuracy. The reporter for the patient also claimed that the meter was reading inaccurately high. The patient manages her diabetes with insulin (self-adjuster) and the reporter stated he administered 18 units of insulin due to the high readings, ¿one hour later¿ the reading remained ¿very high ¿, to which, he administered another 18 units of insulin as a result of the product issue. The reporter for the patient stated that an unspecified time after the alleged product issue the patient developed symptoms of ¿could not talk or walk¿. On ¿ (B)(6) 2015, time unknown¿ the reporter stated an emergency services were called and obtained a result of ¿30mg/dl¿ on their device. A healthcare professional (hcp) administered ¿IV fluids (glucose)¿ to the patient. At the time of troubleshooting, the cca noted that the correct unit of measure and approved sample site were used at the time of testing. Replacement products were sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: the alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event. The patient did develop symptoms suggestive of a serious injury and the treatment received suggests that the patient¿s condition deteriorated as a result.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.